Event description:
Procedure: lower anterior resection. Reportedly, when the device was fired, the staples on pt side of bowel did not form properly. There was bleeding and the pt was returned to surgery the next for oversewing of the staple line.